Event description:
Customer reported air bubbles in the tandem mobi cartridge, observed during pumping. No adverse impact to the customer¿s blood glucose level was reported. Large air bubbles were resolved, and the customer was able to resume insulin therapy, acknowledging and understanding the resolution.